Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check, a patient notifier for low, out of range impedance was delivered. Several non-sustained ventricular oversensing episodes due to noise were observed in the past. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes that prior to the procedure, insulation anomaly was observed.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Insulation damage was noted at 27.5 cm from the distal tip consistent with clavicle crush damage. This is consistent with the observation from the field of insulation anomaly. Internal insulation abrasion under the rv shock coil was noted at 6.7-6.8 cm from the distal tip. The etfe coating was abraded at this same location. This is consistent with the observation from the field of low impedance and non-sustained ventricular oversensing.